Manufacturer narrative:
An event regarding infection involving a triathlon femoral component was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: medical review indicated: x-rays show an anatomically adequate reconstruction of the knee although there is severe osteolysis in the entire femoral implant-bone interface. The severe degree of osteolysis proves that this is really a severe infection mostly focused below the femoral component and likely not or less on the tibial side. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. -device history review: not performed as the lot ID was not provided. -complaint history review: not performed as the lot ID was not provided. Conclusions: revision surgery took place due to infection whereby the reported insert was explanted. The exact cause of the event could not be determined as insufficient information was provided for this investigation. Medical review of the x-rays provided did not identify a root cause. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Further information such as product lot details, medical records, operative reports and pathology reports detailing the reported infection are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient underwent an I&d due to possible infection of left knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent an I&d due to possible infection of left knee.